Manufacturer narrative:
Reference code (B)(4). Device name as vega ps femoral comp.cemented f5n l: serial number n/a, batch number 51838609, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 2012-03-30. Ref.code device name batch: nx044 patella 3-pegs p4 51822655, nx120 vega ps gliding surface t2/2+ 10mm 51875870, nx011z as vega ps femoral comp.cemented f5n l 51838609, nn260p plug f/tibial plateau 51887768. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a vega knee components. As a result of having the product implanted the patient has experienced knee pain, swelling, difficulty walking, and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2013 and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx054z (ps tibia cemented t2+), nx044 (universal patella p4), nx120 (ps pe insert t2/t2+, 10mm), nx011z(ps femur cemented f5n lt), nn260p (peek plug f/tibia). Associated medwatches: 2916714-2020-00460, 2916714-2020-00462, 2916714-2020-00463, 2916714-2020-00464.